Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "the event description remarks that the surgeon revised the hip because the cup was loose. The records provided document an uncomplicated primary tha surgery. They are insufficient as they relate to this primary tha and not a revision tha as described in the event details. The x-rays included dated (B)(6) 2016 show a well fixed tha." But deemed the information insufficient and rejected it for a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient's hip was revised due to a loose cup. The event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon revised a hip cup/liner and head due to cup being loose.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a hip cup/liner and head due to cup being loose.